Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code: (B)(4). G4: PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to retrograde intrarenal surgery (rirs), an ncircle delta wire tipless stone extractor was tested prior to use and the basket would not close. Another same device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4. H6: component code (annex g). Description of event: as reported, prior to retrograde intrarenal surgery (rirs), an ncircle delta wire tipless stone extractor was tested prior to use and the basket would not close. Another same device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned for investigation, in opened packaging. The handle was in the open position. Collett and male luer lock adapter were tight. The handle does not actuate basket formation. The handle was disassembled, basket formation cannot be withdrawn into basket sheath manually. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A complaint history database search showed 6 other related complaints associated with the failure mode for the complaint device lot; all complaints occurred at the same customer entity. Cook has concluded there is not a trend on the types of failure that occurred on this lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, did not provide any information related to the reported issue. The complaint was confirmed. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.